Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿elevated metal ion levels have been reported with metal on metal articulating surface.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014- 09149 / 09150).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
Legal counsel for patient reported that the patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2012 due to patient allegations of implant clunking and elevated metal ion levels. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that the patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2012 due to patient allegations of implant clunking and elevated metal ion levels. This report is based on allegations set forth in patients notice and the allegations there in are unverified. Additional information received in medical records noted in (B)(6) 2012 patient alleged subluxation, pain and implant clunking. It was further reported that during the revision procedure metallosis, uncontained posterior wall defect, abnormal tissue with turbid fluid in the psoas bursa and a contained defect in the acetabular dome were noted.